Event description:
On the morning of (B)(6) 2011, the patient clarified she obtained a reading of "7.0mmol/l" with the subject meter. In response to the reading, the patient corrected and clarified she drank a lot of water and went for a walk. According to the csr's documentation, within 3-5 minutes after obtaining the reported reading she developed symptoms of dizziness, confusion, nausea, and was "destabilized" (which she correlated with high blood glucose). At the onset of her symptoms the patient indicated she obtained a blood glucose reading of "4.3mmol/l" with the subject meter. The patient denied administering any form of self-treatment after her symptoms began; instead, the patient called the clinic and scheduled a doctor's appointment for that afternoon. The patient indicated she had walked to the clinic. During her doctor's office visit, the patient indicated she obtained a reading of "2.3mmol/l" with the clinic's meter, the subject meter, as well as a backup onetouch ultramini meter she brought with her. The patient corrected and clarified she was administered (by an hcp) a glucose tablet and glucagon injection, and the patient self administered an additional 10mg of "hydrocortef" as treatment. An hour after treatment the patient obtained a reading of "9.1mmol/l" with the clinic's meter. During the doctor's office visit, the patient's physician changed medication back to 15mg.

Manufacturer narrative:
(B)(4) - additional information: based on additional information obtained by a customer service representative (csr) during a follow-up call on (B)(4) 2012, this case is being ruled out as MDR-reportable due to the following conclusion: the patient suffers from a form of hypothyroidism and needs to check her blood glucose regularly. She tests her blood glucose four times a day. Since the symptoms of hypothyroidism are similar to hypoglycemia, the patient manages her condition with "hydrocortef." As of the (B)(6) 2011 the patient's regimen was adjusted from 15mg to 5mg of "hydrocortef." Her normal blood glucose range is "6-6.2mmol/l"; however, if her blood glucose is low she will increase her medication to 45 or 50mg. She will not administer any medication if her blood glucose is elevated; instead, she will drink a lot of water and go for a walk. According to the patient, when she begins to feel symptoms her blood glucose can drop from "5.0 mmol/l to 3.0mmol/l" within 3-5 minutes.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). According to the csr's documentation, the patient suffers from hypoglycemia and always experiences symptoms. The patient reportedly tests her blood glucose to confirm her symptoms. The patient alleged that the issue began in the middle of (B)(6) 2011. According to the csr's documentation, the patient reportedly manages her diabetes with unspecified doses of "hydrocortef"(hydrocortisone) and glucagon; and per csr notes the patient adjusted her regimen accordingly based on her blood glucose reading. At an unspecified date/time later the patient reportedly developed symptoms of dizziness, confusion, nausea, and was "destabilized". Due to her reported symptoms, the patient reportedly went to her physician's office on either (B)(6) 2011 (at 10am) and during the her visit the patient reportedly obtained a blood glucose reading of "2.1mmol/l" (38mg/dl) with the hcp's meter. The patient reportedly was treated with glucose and "hydrocortef" injection soon after (by an hcp), and an hour later the patient reportedly obtained a blood glucose reading of "9.1mmol/l" (164mg/dl) with the hcp's meter. During a follow-up appointment on (B)(6) 2011, the patient was advised by her physician to continue to adjust her medications based on her blood glucose readings. At the time of troubleshooting, the csr noted that the patient no longer has the subject meter or test strips (involved with this complaint) available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged reading, and reportedly was treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.